Event description:
The patient had a bronchoscopic lung volume reduction procedure with seven zephyr valves placed in the left lower lobe on (B)(6) 2020. On (B)(6) 2022, the patient experienced acute on chronic respiratory failure in the setting of an acute exacerbation of chronic obstructive pulmonary disease (aecopd) secondary to left lower lobe pneumonia and was admitted to the hospital. The patient presented with a chief complaint of fever and shortness of breath. The patient was started on solumedrol and broad-spectrum antibiotics. Patient had abdominal pain and diarrhea. A CT scan of the abdomen and pelvis with contrast was done and showed no acute pathology. The patient has a history of clostridium difficile (c. Diff), empiric treatment was prescribed, no signs of severe c. Diff. Antibiotics were switched to oral antibiotics, and the patient agreed to be compliant with medications and follow up appointments. On (B)(6) 2022, the patient was discharged home on prednisone 40 mg x 2 days and vancomycin x 10 days.

Manufacturer narrative:
Respiratory failure is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 1.6% of the zephyr valve subjects experienced respiratory failure during the treatment period ([less than or equal to 45 days). 0.8% of the zephyr valve subjects and 3.2% of the control subjects experienced respiratory failure during the longer-term period from 45 days after the study procedure through 12 months post-procedure. The zephyr ebv system IFU and pulmonx training program both specifically reference respiratory failure as a known side effect of this procedure. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.